Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door latch failed and could not be recovered. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.